Manufacturer narrative:
Insulin pump received with cracked case on display window corners, cracked reservoir tube lip, cracked battery tube threads. Insulin pump received with minor scratches on display window, missing end cap sticker and received with debris under window

Event description:
It was reported that the display on the insulin pump was cracked and damaged on the left side. The device was not dropped or bumped. Customer did not know how damage occurred. Customer's blood glucose was not provided. No further info reported.

Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.